Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 02feb2025 at 02:49:13 ¿ 05feb2025 at 23:33:11, per the timestamps. A driveline power fault alarm was active on 05feb2025 from 20:47:03 through the end of the file. The alarm appeared to be associated with power b broken faults that were intermittently active on 05feb2025 from 20:46:59 ¿ 22:14:22. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was in the emergency department with a driveline power fault. The patient had recently showered, and the alarm occurred approximately 1 hour after the shower. The patient hemodynamically stable, and the lvad was operating as intended. There was no visible damage/trauma to driveline. The yellow line on modular cable connection was not visible. Log files were sent for review. The event log confirmed the reported driveline power fault b starting (B)(6) 2025 at 20:39. It was recommended to clear the alarms and monitor the patient for any further alarms. Otherwise, there were no other notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The alarm was cleared, and no additional alarms had occurred at the time. The modular cable was secured with a driveline anchor.